Event description:
Received information from the article titled: ¿delayed migration of a pipeline embolization device (ped)¿, (B)(4). Treatment of a large aneurysm in the cavernous segment of the right ica (internal carotid artery). It was reported that the patient who had a 3-month history of increasing retro-orbital pain underwent an uneventful pipeline embolization treatment and then the retro-orbital pains recurred five months post procedure. Angiography during a six month follow up revealed that the pipeline had migrated proximally with the distal end of the device projecting directly into the aneurysm and creating a jet of contrast against the aneurysm sac. The migration distance was more than 1cm and there was a significant foreshortening of the device. A second pipeline was implanted telescoping within the first device to bridge the neck of the aneurysm and redirect the jet flow away from the aneurysm sac. It was reported that the patient symptoms resolved completely four weeks later.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).